Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on april 4, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. Subsequently, the device was explanted and the patient was reimplanted with another cochlear device (date not reported).